Manufacturer narrative:
During service at zoll, the functional testing of the thermogard xp ivtm system (sn (B)(6)) was unable to be performed due to a malfunctioning power supply, likely attributed to the device's aging. The thermogard system was manufactured in 2009 and is over 14 years old. Upon visual inspection, no physical damage was noted. Due to the device's aging, the service will not be performed, and zoll will offer the customer a quote for the replacement device. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6).

Event description:
During servicing at zoll, the functional testing of the thermogard xp ivtm system (sn (B)(6)) was unable to be performed due to a malfunctioning power supply. No patient involvement.